Event description:
The patient had reported a loss of therapeutic effect; her symptoms began in 2007, around the thanksgiving timeframe. She had not gone "through any theft or security gates that were different than normal." When the patient walks though security gates, "she walks quickly through the center of the doorway." The patient had experienced symptoms of dyskinesia and had felt tingling in her left ear, left hand and left foot. The hcp had checked the device and no problem was detected, the patient was told the device was acceptable. Impedance values were given to the patient who subsequently contacted the implanting surgeon to review impedances (not provided to the company); the product had "defaulted to factory settings," only one ipg had reset to por. At follow-up (date unknown), the device had been reprogrammed; the patient returned "to the clinic where she was implanted and they reset her device." The patient's status was good; the patient was redirected to report symptoms to the hcp. Information provided by the representative with returned product shows the patient had experienced tingling in her arm and face. Telemetry results indicated the battery status as 'okay' (voltage 3.75 v); electrode impedances were elevated on all electrode pairs except electrodes 0, 1 and 2. The event had been device related; the left-sided ipg and left-sided extension product was explanted and were returned for analysis. The patient has recovered without sequela. Additional information has been requested from the physician. Refer to MFR report #3004209178-2008-00268.